Event description:
It was reported that the force out of specifications at 0.94 pounds. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual and functional testing were performed. Visual inspection observed that the device was in excellent condition. During check force reading (in the biomed menu with 0 force applied), the reported was duplicated. The root cause of the reported issue was found to be that the force was out of calibration. Recalibrated the force sensor. A corrective and preventative action has been opened to address the reported issue.